Manufacturer narrative:
Complete initial reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) label sticker had two different sizes mentioned on it. The customer stated that there were three iabs with this same issue. There was no patient involvement and no adverse event reported. This report is for one of the three iabs. Two additional reports will be submitted for the other two iabs.

Event description:
It was reported that the intra-aortic balloon (iab) label sticker had two different sizes mentioned on it. The customer stated that there were three iabs with this same issue. There was no patient involvement and no adverse event reported. This report is for one of the iabs. The other iabs were reported under mfg report number 2248146-2022-00164 and mfg report number 2248146-2022-00163.

Manufacturer narrative:
The product was not returned for evaluation. Photos were provided and reviewed. Inspection of the provided photos determined that the labeling was incorrect. The evaluation confirms the reported problem. We are unable to determine how this failure may have occurred and has been escalated to CAPA and a field action has been initiated. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).